Manufacturer narrative:
Follow up conversation with company rep.

Event description:
It was reported that post procedure, while the pt was physically active, the x-stop device dislodged. It was the reporting physician's opinion that the diminished depth of the notch on the inferior aspect of the spinous process contributed to the dislodgement of the device. The original implant was removed and a new x-stop device implanted with the add'l of wiring to secure it to the superior spinous process. The physician felt this modified procedure would adequately treat the pt's symptoms.